Event description:
The customer received analyzer alarms on several patient ion selective electrode (ise) results over two days. The specific number of samples involved in th event was not provided. One patient sample had questionable results and was not accompanied by the alarm. Of the results for this sample, only the sodium and chloride results were discrepant. The initial sodium result was 123 mmol/l and initial chloride result was 107 mmol/l. These results were reported outside the laboratory to the emergency room. The first repeat results were sodium 170 mmol/l with the alarm and chloride 85 mmol/l with the alarm. The second repeat results were sodium 132 mmol/l and chloride 95 mmol/l. The second repeat results were believed to be correct and sent as a corrected report. The patient was not adversely affected and no treatment was given. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was an operator error with the installation of the sipper tubing and a problem with the sipper probe alignment. He corrected the sipper tubing installation, adjusted the sipper nozzle at all stopping positions and cleaned the ise bath. He performed several checks and ran a precision check. All results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation found the obtained results were opposite (sodium and potassium too low, chloride too high). This phenomenon can be caused by any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, partial clogging. The issue found by service and the corrective actions resolved the issue and the instrument works according to specification.